Event description:
Health professional reported that a lap-band port allegedly "turned." During a fill appointment, the doctor was "unable to access the port" and reported "doctor feels port turned." No diagnostic testing was conducted. The port was removed and it is unknown if a new port was implanted.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of displacement as follows: caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."